Event description:
New device was being primed when pump stickiness was acknowledged. Once placed in patient it was tested and when deflating the saline was being evacuated much slower than normal. Physician was unhappy with performance of the pump that he requested a new cylinder set to be opened. Additional information received indicated the cause or suspected cause of the sticky pump was a pump or valve malfunction.

Manufacturer narrative:
The complaint component was returned and analyzed, and the reported allegation was confirmed via product analysis. Analysis revealed that cylinder 1 did not leak. Cylinder 2 leaked due to a sharp instrument. The pump was not tested. The pump ball is misaligned the event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required.

Event description:
New device was being primed when pump stickiness was acknowledged. Once placed in patient it was tested and when deflating the saline was being evacuated much slower than normal. Physician was unhappy with performance of the pump that he requested a new cylinder set to be opened. Additional information received indicated the cause or suspected cause of the sticky pump was a pump or valve malfunction.